Event description:
The caller reported that the accu-chek guide meter was reading in the incorrect units of measure, for which it is labeled. The customer reported that he received a blood glucose result of 7.7 mmol/l at 11:30am and a result of 8.9 mmol/l at 1:43pm. The unit of measure on the back label of the device is listed as mg/dl and the device was purchased in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.